Manufacturer narrative:
This report is submitted on november 08, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced swelling and subsequently an infection at implant site, however the issue could not be resolved. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.